Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call, the customer's mother was advised to call in to ensure the insulin pump was working properly. Customer's mother stated the insulin pump was not delivering insulin. Customer has been experiencing high blood glucose of 22.65 mmol/l and customer's mother wasn't sure what was causing it. She went on stating the customer experiences high blood glucose once a week and there is no issues with the infusion sets. Customer's mother declined troubleshooting, as she stated she wanted to speak to a local representative. The device is not returning for analysis.